Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown number of screws/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4) revision surgery was required to remove an unknown number of broken screws. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery to remove an unknown number of broken screws from a right ankle on (B)(6) 2016, a screw removal set was not available. The original implant date is unknown. The item is on a back order and the account ordered it approximately 2 and 1/2 months ago. The surgeon had to use other tools such as drilling and an osteotome. It was mentioned that the surgical outcome was not good and the case was extended by an hour as a result of the absence of a screw removal set and the surgeon using an alternative technique. The surgery was completed and all broken hardware were fully removed. The removed hardware is not available to be returned to synthes. This complaint involves 1 device. This report is 1 of 1 for (B)(4).